Event description:
It was reported that the procedure was to treat a narrow lesion in the proximal left anterior descending artery with subtotal stenosis. A balance middleweight guide wire was advanced and pre-dilatation was performed with a 1.5x15 non-abbott balloon catheter (inflated up to 12 atmospheres (atms)) and a 2.0x15 non-abbott balloon catheter (inflated up to 12 atms). A 2.75x18 rx xience prime stent delivery system (sds) was advanced but could not cross the lesion due to the patient's anatomy. The sds was withdrawn from the patient anatomy without issue and a 2.75x15 rx xience prime sds was advanced and implanted with good result. The sds was withdrawn from the patient anatomy and post dilatation was performed with an unknown 2.0x20 balloon catheter (inflated up to 8 atms). Reportedly, a pre-existing myocardial bridging was noticed and after the guide wire was removed in-stent thrombosis was noted. Reopro abciximab was administered to successfully treat the in-stent thrombosis. There was no in-stent thrombus seen on angiogram. The result was satisfactory and there was no adverse patient sequelae. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency and the product was not returned. The reported patient effect of thrombosis, as listed in the xience prime everolimus eluting coronary stent system instructions for use, is a known adverse event associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.